Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the auxiliary jet channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.